Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Though the device is not approved for sale in the us, it uses a delivery system which is similar to a device sold in the us.

Event description:
It was reported that using a femoral access site, the physician tried to go forward on the percutaneous transluminal coronary guide wire with the 2.5x18 mm device but it did not go over the guide wire. Some bulking material protruding from the struts was noted. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided. The returned device analysis revealed that the balloon and outer member were separated at the proximal seal.